Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was being implanted with another manufacture's right ventricular (rv) lead. During the implant procedure the shock impedance measurements were measuring greater than 200 ohms. A 1.1 joule shock was delivered with a resulting shock impedance of greater than 200 ohm. Connections were re-established without resolution of the clinical observations. The device was removed from the pocket and a new rv lead was implanted with resolution of the clinical observations. There were no adverse patient effects reported. The device remains in service.